Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the fifth dwell cycle of peritoneal dialysis (pd) therapy, while the patient was connected. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative (tsr) advised the hp to start the therapy over using new supplies or perform continuous ambulatory peritoneal dialysis (capd) in order to finish the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.